Event description:
During device evaluation, a foreign object was found on the viser rhino-laryngo videoscope's bending section cover. There was no patient involved.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material most likely adhered to the device due to improper reprocessing as a result of leakage on the scope. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.